Event description:
It was reported that an error message occurred when powering on the programmer. The service disk was run and the error still occurred. Also noted was the programmer had been recently updated. The programmer will be returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.